Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloon were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) for stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon burst. The same issue occurred with the second hurricane rx dilatation balloon. No additional dilation was performed, and the procedure was ultimately completed after placing a wallflex biliary stent. No patient complications have been reported as a result of this event.